Manufacturer narrative:
No information was provided regarding condition of the patient. Damage to catheter is addressed in the IFU. Product was returned in a used and damaged condition. Per quality control specification, there is 100% inspection, unless otherwise specified; verifying the distal tip of needle is smooth with no excessive sharpness, burrs or foreign matter and is correctly ground. A visual examination is performed, verifying inside diameter of cannula is open and free of foreign matter and that the beveled edge does not shave outer layer when tubing is withdrawn. The device is shipped with an IFU that states under the warnings section, "extreme care must be exercised during manipulation and withdrawal of catheter to prevent pulling catheter apart." It is also stated: "note: care should be taken to prevent damage to the straight catheter during removal through the metal stiffening cannula. Leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage." Examination of the returned device confirms the shearing of the catheter tip. The bevel and finish on the tip appears to confirm that it was manufactured to specification. It is feasible to suggest that this type of damage can occur if the tip of the catheter becomes angled against the bevel during withdrawal. (B)(4). We will continue to monitor for similar complaints.

Event description:
As reported to cook via telephone: the physician had wire placed in hepatic, advanced sheath over wire and felt resistance. When the physician pulled the device back, the tip was sheared on the device. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.